Event description:
A retrospective clinical study reported that a patient underwent an explantation procedure to remove an ankle fibular plate due to achilles tendon tightness, posterior tibial tightness, and reduced dorsiflexion. No device problem was identified during the procedure. The patient was reported to be mobilizing without assistance following the metalwork removal. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4) d10: associated product information: - 47483502201 (64939906) - 47483501401 (65271204) - 47483501201 (65271195) - 47483501201 (65271193) - 47484002200 (62973426) - 47484001000 (63170251) - 47484004001 (64774124) g2: foreign - event occurred in united kingdom attempts have been made to gather all product identification information, and no further information has been provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.